Manufacturer narrative:
A review of the manufacturing history and labeling records confirm that the device was manufactured to specification with no abnormalities or deviations identified. Further information has been requested and a supplemental report will be provided. Please note that this custom implant is similar to jts extendible distal femoral implant (k133152).

Event description:
It was reported by the hospital that the patient underwent a jts distal femur replacement procedure on (B)(6) 2014. The patient underwent an x-ray which confirmed that the uncemented femoral stem is loose and is effecting the patient's ability to walk. A revision procedure is scheduled for late (B)(6) 2015.